Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on an unknown firing, the device was fired and would not open. The device was pulled off the cystic duct without damaging any tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Broken jaw, ejected clip. Jaws unable to open, open after assisted. Evaluation summary: evaluation summary: the analysis results of device (a) found that it was received with the right jaw ramp broken and with the orange indicator already over traveled. Upon functional testing of the device, the clips were ejected due to the found condition of the jaw. The found orange indicator failure is not related to the incident reported. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, during each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any anomalies noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The facility contact indicated there was no additional information available, but there was no adverse consequence to the patient.

Event description:
It was reported that the product went out during a case, causing a delay.

Manufacturer narrative:
(B)(4). Further investigation it was discovered that device a belongs to a different complaint. Device b is the only device related to this complaint.